Event description:
It was reported that a physician trained in the use of the prostar xl device attempted to insert a 0.035 j tip guide wire during a pre-close procedure. The physician felt the guide wire crossed the hemostatic valve but became stuck inside the prostar xl device. The j tip guide wire was removed and a straight guide wire with a movable core was successfully inserted into the prostar xl device. There was no reported impact to the vessel closure. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval of the returned device found the sheath appeared normal. There was no kink found on the sheath. During the investigation, the guidewire was backloaded and frontloaded without a problem. The prostar xl device is to be used over a standard 0.038 inch or smaller guide wire. Based on the investigation findings, the device performed according to specification; therefore, the root cause for the reported event could not be determined. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.